Event description:
Report received (B)(6) 2013 that a post-operative migration issue occurred. The pt was reportedly lifting a heavy load and subsequently noted extreme pain in the surgical site. Initial surgery date was (B)(6) 2013. No pt injury has been reported. Revision surgery occurred (B)(6) 2013 and consisted of prosthesis removal and acdf.

Manufacturer narrative:
(B)(6). The device has not been returned and evaluation is incomplete at this time. No root cause has been identified. Radiographs have not been made available to assess the reported event. It is unk if the pt had received clearance from the surgeon to return to normal activity levels.